Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) performed service on the instrument and replaced the di water supply to reservoir solenoid. Fse stated leak was due to a damaged seal by a foreign plastic shard. Fse tested the system and all tests were acceptable. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report a leak from the back of the 10 psi regulator. The customer stated the fluid was clear and smelled like a wash solution. No injury or exposure was reported.